Manufacturer narrative:
Manufacturer¿s ref. No:(B)(4). The purpose of this MDR submission is to report that the complaint product was returned and was received by the product analysis lab on (B)(6) 2020. Evaluation of the complaint product has been completed. [Conclusion]: the healthcare professional reported that during the stent-assisted coil embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452800 / 11182111) could not advance nor retract inside the 150cm x 5cm prowler select plus microcatheter (606s255x / 30268683). The physician withdrew the prower select plus microcather and the enterprise stent. A new microcatheter and a new stent were used to complete the procedure. There was no report of any adverse event or complication. The product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in a pouch. Visual inspection was performed. The stent component of the device was not returned. There were no damages observed on the delivery wire or the introducer. The complaint documented that the 4.5mm x 28mm enterprise® vascular reconstruction device could not advance nor retract inside the prowler select plus microcatheter. Functional analysis could not be performed as the stent component was not returned with the device; in order to perform functional evaluation for the reported issue, the stent should still be inside the introducer. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11182111. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. With the limited information provided in the complaint but without the complete device being available for return, the reported issues by the customer cannot be confirmed. Based on the review of the manufacturing documentation, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the complete complaint device returned. It is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size / vessel characteristics, device selection, and the microcatheter may have contributed to the reported issue with the stent not being able to advance nor retract while inside the microcatheter. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 1226348-2020-00024 and 1226348-2020-00025. Updated sections: d.10, g.4, g.7, h.2, h.3, h.6, and h.10. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection and packaging of the lot 11182111. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. This is one of two products involved with the reported complaint. The associated manufacturer report number is 1226348-2020-00024. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the stent-assisted coil embolization procedure, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452800 / 11182111) could not advance nor retract inside the 150cm x 5cm prowler select plus microcatheter (606s255x / 30268683). The physician withdrew the prower select plus microcather and the enterprise stent. A new microcatheter and a new stent were used to complete the procedure. There was no report of any adverse event or complication.